Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate nor confirm the customer reported complaint. The instrument was installed on the in-house system and passed the self-test. The instrument moved intuitively will full range of motion. The force test was performed and the instrument passed at all positions. Review of the log show the instrument was installed and had several consecutive pedal duration only and the instrument was replaced. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, it was alleged that the vessel sealer instrument stopped working and did not seal the patient's tissue. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument stopped working. The planned procedure was completed and there was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: it was reported that the vessel sealer instrument was properly seated and no errors occurred. The instrument did work while inside the patient for a short period of time and then stopped working. The vessel sealer instrument gave audible tones but did not generate energy to the tissue.

Manufacturer narrative:
It was initially reported that the follow up was conducted with the surgeon, however, it was confirmed that follow up and additional information was obtained from the robotics coordinator. Please see corrected follow up below. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: it was reported that the vessel sealer instrument was properly seated, no errors occurred and the instrument did work inside the patient. The vessel sealer instrument gave audible tones but did not give any energy to the tissue.